Event description:
Customer stated no reactivity was observed with the untreated cells of the 0.8% resolve panel c lot # vrc138 and a patient sample containing anti-e. Reactivity was observed with the treated cells from the panel.:

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).